Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a proximal pancreaticoduodenectomy procedure. Device was used for gastrojejunostomy. The staples were not correctly inserted into the tissue. There was poor staple formation. The staple line was incomplete. The procedure was completed with manual suturing. The tissue was received in formalin.